Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the there was an air leak where the pvc tubing connects to the right angle connector of the cuff. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, this compliant product didn't hold air due to the air leakage from the joint of the cuff and tube and the joint of the cuff tube and dual sterile extension hose. Therefore, the surgeon used an alternative product to complete the surgery. After the surgery, the deformation was found on the cuff tube plug. No adverse events were reported as a result of this malfunction.